Manufacturer narrative:
E1: phone number: (B)(6). B3: date of event is unknown, no information has been provided to date. Device has not been returned to date. Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available.

Event description:
It was reported that a cassette could not attach to the device properly. There has been no report of patient involvement.

Manufacturer narrative:
B3 & b5: updated. D3. Manufacturing plant address 1: corrected. D9. Product received date: 3/5/2025. E1. Phone#: updated. One device was returned for analysis. Functional and visual tests were performed, but the reported issue was not duplicated. However, visual inspection found degraded to the downstream occlusion (dso) seal. The cause of the reported issue was unknown. The downstream occlusion seal was replaced. The service history review had no indication that the complaint was related to a service of the device within the review period.

Event description:
It was further reported that there was no patient involvement, no patient injury was reported.